Event description:
Additional information received reported that the last reprogram was documented to be (B)(6) 2010 ((B)(6) 2010). There were no impedances noted and no problem with the wound. The patient had not been treated by the healthcare provider (hcp ) for the spinal cord stimulator (scs) since. Therefore, it was unknown what the cause of event was, what the issue was, and if it was due to programming or the programmer.

Manufacturer narrative:
Concomitant medical products: product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 37743, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that the device only worked for 3 months and after that ¿day after day it stopped working.¿ it was also noted that it stopped helping with pain so the patient stopped using it and hasn¿t recharged since 2010. The patient reportedly no longer had nerve pain but has bone on bone pain and the spinal cord stimulator (scs) won¿t help for that. At the time of the reported event the patient was reportedly having ¿something going on above their fusion¿ and is having testing to determine what needs to be done. It was noted that the patient had trouble with sciatica and sit bones; and it reportedly bothered the patient ¿like crazy¿ and interfered with the ability to walk or sit. It was later reported that the patient¿s device had not been effective 3 to 4 months after installation because the status quo changed in the patient¿s spine. It was noted that this resulted in bone on bone pain rather than nerve pain.